Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is not able to perform calibrations. Blood glucose value was 438 mg/dl at the time of the incident. The customer was not hospitalized and treated their high blood glucose reading with a bolus. Troubleshooting was performed but not completed because the customer was not able to verify questions. Nothing will be replaced or returned.